Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she received an alarm while manually priming the insulin pump. Troubleshooting was performed and the alarm was confirmed. During the call the customer stated that she had been hospitalized due to high blood glucose. The reported blood glucose reading was 433 mg/dl. No further information reported.